Event description:
(B)(4). It was reported that the patient had a sparc sling implanted and the bladder neck was perforated with the "right sparc trocar" during implantation. The sling was removed and the perforation was repaired with sutures, "oversewn with a second layer." A second sparc sling was implanted. No additional patient complications have been reported in relation to this event.